Event description:
On (B)(6) 2011, patient reported that the cartridge leaked insulin into the cartridge compartment of the infusion device. There were dried insulin crystals in the cartridge compartment and enough insulin to pour out. The insulin leaked from the plunger of the cartridge. The plunger was not stuck on the piston rod, and the cartridge was removed properly. The infusion device, cartridge, and adapter were replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.